Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 399 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer also reported that the insulin pump had a no delivery and motor error alarms. Customer confirmed that they were able to complete the rewind process and displacement test was performed and passed. The insulin pump is being replaced and is expected to return for analysis.